Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported that the patient wanted the device explanted. Per the patient, it has never worked consistently. After each reprogrammed session, the stimulation works for about 2-3 weeks and then stops providing relief. The patient did not want any intervention or reprogramming performed. No further complications were reported/anticipated.